Event description:
It was reported that during implant, the physician experienced difficulty inserting the atrial lead into the pulse generator atrial port. With the use of mineral oil, the lead was able to be successfully secured and implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.